Manufacturer narrative:
(B)(4). Date sent: 11/12/2019. Date of event: unknown. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the results of the barium swallow? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that post implant of an unknown linx clasp device, the patient had persistent dysphagia prior to the explant. At the time of the call it was unknown if the issue resolved. There are currently no next steps for the patient. The explant surgeon noted that the hiatal closure looked tight, so they loosened the hiatal closure. Prior to explant there was a barium swallow performed and several steroids where given. Implant facility: (B)(6). Implant date: exact date unknown, about three months ago, 2019. Explant facility: (B)(6). Explant date: (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2019. Additional information was requested, and the following was obtained: what were the results of the barium swallow? Unknown. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes ¿ results not available. What is the product code for the linx device that was removed? Unknown. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? IFU. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes ¿ explanting surgeon felt the hiatal closure might have also contributed to the dysphagia patient was experiencing.